Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir compartment is damage and that their pump is not delivering insulin. They said their blood glucose was over 400 mg/dl. During troubleshooting, they were advised to disconnect from the pump. The customer said that the black o-ring fell out and that the reservoir does not lock into place. They were advised to discontinue use of the insulin pump and to revert to the back-up plan per their doctor and to monitor their blood glucose. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump had reservoir tube lip completely broken off and test reservoir will not lock/click in place, cracked case at display window corner, missing reservoir tube o-ring, minor scratched and cracked display window. Pump passed the operating currents measurement, displacement test, self test, unexpected restart error test, prime and excessive no delivery tests. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip anomaly.